Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 31 mmol/l. Customer had symptoms as nausea and thirst. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not realize that insulin level was low in the reservoir and run out of insulin at school. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.